Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter migrated from the initial position. It seems like the legs did not open properly. Filter was removed. It was a standard removal. Patient outcome: no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter migrated from the initial position. It seems like the legs did not open properly. The filter was removed. The celect-pt filter was returned for evaluation. Blood/biological matter was present on the returned filter. One of the secondary legs was twisted near the bush and it was still twisted after removal of some blood. There were no non-conformances observed on the primary filter legs or the filter hook. The cause for the reported failure cannot be determined, based on the device evaluation. With the information provided it is unknown what caused the filter to migrate. It was reported that the filter legs were not expanded properly but without any images from the placement it is impossible to determine if the filter did not expand correctly and caused the filter to migrate. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion and filter migration it was assessed that because any discovered non-conformances were properly dispositioned before final inspection, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.